Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella 5.5 was inserted via the right axillary artery in a 76-year-old male for cardiomyopathy. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage c and required inotropic support, vasopressor therapy, and respiratory support. Device position was confirmed by transesophageal echocardiography, demonstrating the impella 5.5 measuring approximately 5 centimeters within the left ventricle. Following transfer of the patient from the operating room table to the bed, acute pink-red discoloration of urine was observed in the foley catheter tubing. The anesthesiologist was notified, and repeat transesophageal echocardiography confirmed appropriate impella 5.5 positioning. The surgeon was informed and elected not to reposition the device. The patient was subsequently transferred to the intensive care unit, where the urine discoloration persisted. The patient remained hemodynamically stable throughout the event. At the time of reporting, the impella 5.5 was operating at performance level p-5 with flows of 5.2 liters per minute. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. No device alarms, performance issues, or interruptions in support were reported. Laboratory evaluation for hemolysis, including lactate dehydrogenase (ldh)and plasma-free hemoglobin, were not performed; therefore, hemolysis could not be confirmed. No blood product administration was required. The patient remained on impella 5.5 support at the time of this report. Based on the available information, the impella 5.5 functioned as intended throughout the reported event. The reported pink-red urine may be consistent with hematuria or possible hemolysis; however, hemolysis was not confirmed due to the absence of diagnostic laboratory testing. The patient outcome remains ongoing.

Event description:
Updated clinical narrative:it was later reported that the pink-tinged urine/hematuria resolved without intervention. It as additionally reported that the patient expired after family elected to withdraw care. Although the reported hematuria resolved without intervention and the patient remained on device support for an additional 21 days after reported incident, the death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociate the product from the patient outcome.original clinical narrative:impella 5.5 was inserted via the right axillary artery in a 76-year-old male for cardiomyopathy. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage c and required inotropic support, vasopressor therapy, and respiratory support. Device position was confirmed by transesophageal echocardiography, demonstrating the impella 5.5 measuring approximately 5 centimeters within the left ventricle.following transfer of the patient from the operating room table to the bed, acute pink-red discoloration of urine was observed in the foley catheter tubing. The anesthesiologist was notified, and repeat transesophageal echocardiography confirmed appropriate impella 5.5 positioning. The surgeon was informed and elected not to reposition the device. The patient was subsequently transferred to the intensive care unit, where the urine discoloration persisted. The patient remained hemodynamically stable throughout the event.at the time of reporting, the impella 5.5 was operating at performance level p-5 with flows of 5.2 liters per minute. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. No device alarms, performance issues, or interruptions in support were reported. Laboratory evaluation for hemolysis, including lactate dehydrogenase (ldh)and plasma-free hemoglobin, were not performed; therefore, hemolysis could not be confirmed. No blood product administration was required. The patient remained on impella 5.5 support at the time of this report.based on the available information, the impella 5.5 functioned as intended throughout the reported event. The reported pink-red urine may be consistent with hematuria or possible hemolysis; however, hemolysis was not confirmed due to the absence of diagnostic laboratory testing. The patient outcome remains ongoing.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated.h1 type of reportable event was updated from serious injury to death.